Event description:
During a low speed treatment, the stealth 360 peripheral orbital atherectomy device (oad) became stuck in the 95% stenosed posterior tibial artery. The crown did not move with the guide wire. The oad crown speed began to slow down and turned off. A glide wire was placed next to the oad and loosened the crown. Balloon angioplasty was performed to complete the procedure. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).